Manufacturer narrative:
Patient age at time of event: over 18 years of age. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire, vessel perforation occurred and the patient experienced pain. The intended treatment site was a 5mm portion of the popliteal. A jetstream atherectomy device was selected for use and advanced very slowly over a .014 thruway guidewire. Unfortunately the patient experienced a lot of pain and under contrast it was discovered that the vessel perforated. It was noted the physician did not realize that the device was in fact in the sub intimal space. It was also difficult to remove the wire from the device as it was stuck due to fibers within the sub intimal space that wrapped around the wire. The perforation was treated with 2 stents one of which was a covered stent. The procedure was completed and flow was restored. No further complications were reported and the patient was stable.

Manufacturer narrative:
Update: patient age at time of event - the patient was around (B)(6) of age. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire, vessel perforation occurred and the patient experienced pain. The intended treatment site was a 5mm portion of the popliteal. A jetstream atherectomy device was selected for use and advanced very slowly over a .014 thruway guidewire. Unfortunately the patient experienced a lot of pain and under contrast it was discovered that the vessel perforated. It was noted the physician did not realize that the device was in fact in the sub intimal space. It was also difficult to remove the wire from the device as it was stuck due to fibers within the sub intimal space that wrapped around the wire. The perforation was treated with 2 stents one of which was a covered stent. The procedure was completed and flow was restored. No further complications were reported and the patient was stable.